Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a medtronic pta balloon catheter was used to treat anastomosis in the left arm. Approximately 23 months post procedure, patient suffered avg-shunt occlusion. Event was treated with medication, revascularization and surgical intervention (thrombectomy). A non medtronic pta was used during revascularization. Patient recovered. Investigator and sponsor assessed event is not related to device, procedure and paclitaxel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.